Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
The instructions for use included with the reamer states "do not subject instruments to high loads and/or impacts as breakage can occur." As returned the flexible reamer is disconnected where the shaft connects to the drive connector. The connection was tested and confirmed the presence of epoxy inside the connector. The reamer was dimensionally inspected and found to be conforming where measured. Review of the device history records did not find any deviations or anomalies. The devices were used for treatment. Base on its lot number the reamer has a potential field age of 14 months. With the provided information an exact cause could not be determined. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that when the surgeon was reaming the ulna, the reamer broke in 2 separate pieces.